Event description:
The facility reported incorrect volume output during patient infusion. Although baxter attrmpted to obtain information, details were not available regarding additional contact information, patient demographics, medication involved, or pump programming. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the customer's reported condition was not confirmed.